Manufacturer narrative:
Based on the claim against the product by the customer noting that errors occurred on the harmonic ace instrument, and the blade broke off and fell inside the patient, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the harmonic ace instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation. Images of the harmonic ace instrument related to this event were received and reviewed. The images confirmed that the harmonic ace instrument blade was detached. The root cause of the failure mode cannot be confirmed without the returned device. This complaint is being reported due to the following conclusion: during a da vinci-assisted liver cystectomy surgical procedure, a blade from the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically.

Event description:
It was reported that during a da vinci-assisted liver cystectomy surgical procedure, errors occurred on the harmonic ace instrument, and the instrument blade broke off and fell inside the patient after ten minutes into the operation. The fragment was retrieved during the same procedure. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information regarding the reported event: the harmonic ace instrument was reportedly inspected prior to use, and no issue was noted. The harmonic ace instrument performed as intended up until it broke while the surgeon was dissecting unspecified tissue. The harmonic ace instrument did not make contact with any other instrument or hard material during the surgical procedure. After the harmonic ace blade broke off and fell inside the patient, the fragment was visually located and retrieved during the same procedure. The customer confirmed all fragments were retrieved by matching the broken fragment to the instrument. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The harmonic ace instrument was removed with no resistance through the cannula. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed that the procedure was completed robotically with no patient harm, injury or adverse outcome.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. Failure analysis found the primary failure of a broken curved blade to be related to the customer reported complaint. The blade broke at roughly 0.195¿ from the base. The broken piece was not returned with the instrument. The root cause of the broken blade is typically attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.